Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the while initiating therapy every time they hit start the device read priming and then alerted low flow and stopped. They have checked connections and all lines were straight. Mss walked through disconnect, reconnect and started therapy. System diagnostics were outlet monitor temperature (t1) was 11.3c, outlet control temperature (t2) was 11.4c, inlet temperature (t3) was 13.1c, chiller temperature (t4) was 7.1c, water flow rate was 0, inlet pressure was -7.1 psi, circulation pump command was 79 percent, mixed pump command was 100 percent, water reservoir level was 4, system hours was 14951.3, pump hours was 15905.4. Arctic sun device alerted low flow. Mss has already called biomed to bring up an alternate device to swap out. Advised to send for evaluation. Per additional information received on 10oct2022, biomed called and spoke with tech support on 10oct2022 to state that the arctic sun device was giving alarm 41 (low internal flow) during a functional check. A check of the diagnostics with the shut tube showed that the flowmeter had failed. Tech support stated they would ship a flowmeter under warranty as the device was recently returned from service for the 2000 hour service. Per additional information received on 02nov2022, it was reported that biomed replaced the flowmeter which corrected the issue. Device was now working fine.

Event description:
It was reported that the nurse called to state that the arctic sun device was giving alarm 41 (low internal flow) during a functional check. A check of the diagnostics with the shut tube showed that the flowmeter had failed. Mss stated we would ship a flowmeter under warranty as the device was recently returned from service for the 2000 hour service initiating therapy but every time they hit start the device read priming and then alerted low flow and stopped. They have checked connections and all lines were straight. Mss walked through disconnect, reconnect and started therapy. System diagnostics were outlet monitor temperature (t1) was 11.3c, outlet control temperature (t2) was 11.4c, inlet temperature (t3) was 13.1c, chiller temperature (t4) was 7.1c, water flow rate was 0, inlet pressure was -7.1 psi, circulation pump command was 79 percent, mixed pump command was 100 percent, water reservoir level was 4, system hours was 14951.3, pump hours was 15905.4. Arctic sun device alerted low flow. Mss has already called biomed to bring up an alternate device to swap out. Advised to send for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.